Event description:
It was reported that the patient underwent an atrial fibrillation ablation procedure with a octaray mapping catheter and post procedure the bwi product analysis lab identified that one of the splines of the device was broken with internal parts exposed along with electrode damage. During the procedure, there was noise on one of the splines of the catheter displayed on the carto 3 system and the recording system. Upon inspection of the catheter, it was noticed that the noisy spline was physically bent. The catheter was replaced and the noise issue was resolved. The procedure continued. No patient consequences were reported.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection, and electrical test of the returned device were performed following j&j medtech procedures. Visual analysis revealed that one of the splines of the device was broken with internal parts exposed; additionally an electrode damage was detected at the same spline damage, the electrode was found bend, without exposed wires. The device was connected to carto 3 system, and was recognized and visualized. No signal noise or electrical issues were detected during the test. A manufacturing record evaluation was performed for the finished device number lot 31545481l and no internal action related to the complaint was found during the review. The broken spine and the electrode damage could be related to the noise issue reported by the customer and the tip/spline bent reported by the customer; therefore, the customer complaints were confirmed. The potential cause of the spline damage and the electrode damage could be related to the manipulation of the device during the procedure; hover, this could not be determined. The instructions for use contain (IFU) the following warning and precaution: do not introduce the catheter into a guiding sheath with the catheter¿s distal spines folded backward toward the handle. Collapse the spines together using the insertion tube prior to insertion. Do not use excessive force to advance or withdraw the catheter through the guiding sheath when resistance is encountered. Prior to removing or repositioning the catheter, use direct imaging guidance such as fluoroscopy to confirm that the spine assembly is not entangled with another catheter or with an anatomical structure. The carto® 3 system instructions for use contain the following recommendation to minimize ECG (electrocardiogram) noise: ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).